Manufacturer narrative:
Result: brake pedals.

Event description:
It was reported by service report that the brake pedals on the bed were broken. No patient involvement or adverse consequences are reported.